Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a malfunction of the ventilator's screen. There was no harm or injury reported. The serial number was unavailable by the initial reporter. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.